Event description:
It was reported that during a ptca procedure to treat an in-stent restenosis, multiple devices were advanced and met resistance at the proximal end of the implanted stent. The shaft of the solaris separated during an attempt to cross the stent. The guiding catheter was opened outside of the pt and the separated portion of the catheter was removed.